Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during funtional endoscopic synus surgery, procedure made to eliminate nasal polyps. The user was removing polyps, when he suddenly found that the blade appeared to be no longer be cutting/suctioning the polyps. Attempts were made both time to clear the blades using saline, with no effect. The blade was then removed from the handpiece and, it was observed that the blade broke. The procedure was completed with backup product(s). There was no patient impact.

Manufacturer narrative:
H6:previous code b17 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the blade was not rotating properly, when it was taken out and checked the customer found it was broken. The blade was broken while being used on the patient. The inner tube that goes attach to the handpiece was broken. There was no fragments detached from the broken device the parts attached to the handpiece and prevented it from falling.